Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On 10/15/04, the reporter contacted lifescan alleging that the pt's one touch ultra meter was reading inaccurately erratic. The patient obtained results of 222 mg/dl, 210 mg/dl, 134 mg/dl, and 130 mg/dl with the reported meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. The patient contacted his physician for advice. The reporter stated that the doctor was going to increase the patient's insulin, but the pt had not started the increased dose. The customer service rep was not able to walk the reporter through a control solution test, as the reporter and pt did not have control solution. The pt neither alleged harm nor experienced injury due to the meter. The meter, test strips, and control solution were replaced.